Event description:
During the surgery, a scratch was found on the surface of the device right after the device was picked up from the package. A backup device was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.